Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device perforated through fallopian tubes/ essure devices were located in the cornual area of the uterus and the isthmic portion of the fallopian tube"), uterine perforation ("essure device perforated through uterus") and cholecystitis ("inflammed gallbladder /gallbladder was painful and inflamed") in a 33-year-old female patient who had essure (batch no: 948836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control at time following her essure placement procedure". The patient's medical history included obesity, multigravida, parity 3 (on (B)(6) 2002, on (B)(6) 2010, on (B)(6) 2011.), blood transfusion, amenorrhea and biliary colic. She has no allergies to local anesthetics and radiologic contrast media. Concurrent conditions included genital bleeding, cholelithiasis, cough, chest tightness, burning sensation, sensation of pressure in ear, sore throat, sweating, amenorrhea, bloating, nausea, constipation, infection nos, muscle spasms, acne, mood altered and cholelithiasis. Concomitant products included ibuprofen, ketorolac tromethamine (toradol) and omeprazole. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced amnesia ("memory loss") and vision blurred ("blurred vision"). On (B)(6) 2015, the patient experienced cholecystitis (seriousness criterion medically significant) with biliary colic, 2 years 11 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, uterine perforation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), alopecia areata ("bald patches due to hair loss"), mood swings ("mood swings"), fatigue ("fatigue"), depression ("depression"), arthralgia ("severe and persistent joint pain mild joint pain/ongoing joint pain(the pain was so severe that she could barely walk in the mornings and would be forced to crawl) /wrists pain / ankles pain (the pain was so severe that she could barely walk in the m"), headache ("headaches / pounding in head"), joint swelling ("ankle swelling"), back pain ("back pain / (lower)/backaches"), tooth fracture ("broken teeth"), dyspareunia ("painful intercourse"), menorrhagia ("heavy menstrual cycles"), loss of libido ("loss of sex drives"), ovarian cyst ("many ovarian cysts"), allergy to metals ("allergic to nickel"), device allergy ("hypersensitivity reaction to essure") with skin discolouration, tooth disorder ("dental problems"), anxiety ("mental anguish"), adnexa uteri pain ("pain is coming from her ovaries") and migraine ("migraines") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2015 underwent cholecystectomy, underwent salpingectomy and hysterectomy and underwent salpingectomy and partial hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, cholecystitis, alopecia areata, amnesia, vision blurred, joint swelling, back pain, tooth fracture, dyspareunia, menorrhagia, ovarian cyst, allergy to metals, device allergy, tooth disorder, adnexa uteri pain and migraine outcome was unknown, the alopecia, mood swings, fatigue, depression, weight increased and loss of libido had resolved, the arthralgia and headache was resolving and the anxiety had not resolved. The reporter considered adnexa uteri pain, allergy to metals, alopecia, alopecia areata, amnesia, anxiety, arthralgia, back pain, cholecystitis, depression, device allergy, dyspareunia, fallopian tube perforation, fatigue, headache, joint swelling, loss of libido, menorrhagia, migraine, mood swings, ovarian cyst, tooth disorder, tooth fracture, uterine perforation, vision blurred and weight increased to be related to essure. The reporter commented: pfs: patient received treatment for essure coil perforation, inflammed gallbladder causing pain. Patient not sought treatment for memory loss, blurred vision, ankle swelling, back pain, ongoing joint pain, weight gain, hair loss, broken teeth, pelvic pain, painful intercourse, heavy menstrual cycles, loss of sex drive and many ovarian cysts. She was never formally diagnosed with rheumatoid arthritis, but she had joint pain that was ongoing. This joint pain was non-existent before her essure implantation. Current weight : 185 mr: right side trailing coils totaled 1. Left side: trailing coils totaled 2. Patient tolerated insertion the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. Pregnancy test urine: on an unknown date: results: negative. On (B)(6) 2015 : ultrasound : showed that the essure device perforated through fallopian tubes and through uterus. On (B)(6) 2013 : essure confirmation, x-ray, hysterosalpingogram : both essure implants were seen and are in the correct locations. On (B)(6) 2013: sonohysterogram: bilateral essure microinserts are in place. The microinserts appear in satisfactory position in the fallopian tubes. No spillage of contrast into either adnexa. Normal ultrasound. Essure devices identified and appear properly positioned. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain,nausea,back pain,weight gain, fatigue,bloating, headaches, acne, moodiness, hair loss and change in libido,joint pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2019: pfs received. Reporter's information was added. Added event migraines. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device perforated through fallopian tubes"), uterine perforation ("essure device perforated through uterus") and cholecystitis ("inflammed gallbladder") in a 33-year-old female patient who had essure (batch no. 948836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity, multigravida, parity 3 ((B)(6) 2002, (B)(6) 2010, (B)(6) 2011.), blood transfusion and amenorrhea. She has no allergies to local anesthetics and radiologic contrast media. Concurrent conditions included genital bleeding. Concomitant products included ibuprofen and ketorolac tromethamine (toradol). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced amnesia ("memory loss") and vision blurred ("blurred vision"). On (B)(6) 2015, 2 years 11 months after insertion of essure, the patient experienced cholecystitis (seriousness criterion medically significant) with biliary colic. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, uterine perforation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), alopecia areata ("bald patches due to hair loss"), mood swings ("mood swings"), fatigue ("fatigue"), depression ("depression"), arthralgia ("severe and persistent joint pain mild joint pain/ongoing joint pain(the pain was so severe that she could barely walk in the mornings and would be forced to crawl) /wrists pain / ankles pain (the pain was so severe that she could barely walk in the m"), headache ("headaches / pounding in head"), joint swelling ("ankle swelling"), back pain ("back pain / (lower)/backaches"), weight increased ("weight gain"), tooth fracture ("broken teeth"), dyspareunia ("painful intercourse"), menorrhagia ("heavy menstrual cycles"), loss of libido ("loss of sex drives"), ovarian cyst ("many ovarian cysts"), allergy to metals ("allergic to nickel"), device allergy ("hypersensitivity reaction to essure") with skin discolouration, tooth disorder ("dental problems"), anxiety ("mental anguish"), adnexa uteri pain ("pain is coming from her ovaries") and treatment noncompliance ("she did not use birth control at time following her essure placement procedure"). The patient was treated with surgery (underwent salpingectomy and hysterectomy) and surgery (on (B)(6) 2015 underwent cholecystectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, cholecystitis, alopecia areata, amnesia, vision blurred, joint swelling, back pain, tooth fracture, dyspareunia, menorrhagia, ovarian cyst, allergy to metals, device allergy, tooth disorder, adnexa uteri pain and treatment noncompliance outcome was unknown, the alopecia, mood swings, fatigue, depression, weight increased and loss of libido had resolved, the arthralgia and headache was resolving and the anxiety had not resolved. The reporter considered adnexa uteri pain, allergy to metals, alopecia, alopecia areata, amnesia, anxiety, arthralgia, back pain, cholecystitis, depression, device allergy, dyspareunia, fallopian tube perforation, fatigue, headache, joint swelling, loss of libido, menorrhagia, mood swings, ovarian cyst, tooth disorder, tooth fracture, treatment noncompliance, uterine perforation, vision blurred and weight increased to be related to essure. The reporter commented: pfs -patient received treatment for essure coil perforation, inflammed gallbladder causing pain. Patient not sought treatment for memory loss, blurred vision, ankle swelling, back pain, ongoing joint pain, weight gain, hair loss, broken teeth, pelvic pain, painful intercourse, heavy menstrual cycles, loss of sex drive and many ovarian cysts. She was never formally diagnosed with rheumatoid arthritis, but she had joint pain that was ongoing. This joint pain was non-existent before her essure implantation. Current weight : 185 mr - right side trailing coils totaled 1. Left side -trailing coils totaled 2. Patient tolerated insertion the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. Pregnancy test urine - on an unknown date: negative in (B)(6) 2015 : ultrasound : showed that the essure device perforated through fallopian tubes and through uterus. (B)(6) 2013 : essure confirmation, x-ray, hysterosalpingogram : both essure implants were seen and are in the correct locations. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-may-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure device perforated through fallopian tubes/ essure devices were located in the cornual area of the uterus and the isthmic portion of the fallopian tube'), uterine perforation ('essure device perforated through uterus') and cholecystitis ('inflammed gallbladder /gallbladder was painful and inflamed') in a 33-year-old female patient who had essure (batch no. 948836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control at time following her essure placement procedure". The patient's medical history included obesity, multigravida, parity 3 ((B)(6) 2002, (B)(6) 2010, (B)(6) 2011), blood transfusion, amenorrhea and biliary colic. She has no allergies to local anesthetics and radiologic contrast media. Concurrent conditions included genital bleeding, cholelithiasis, cough, chest tightness, burning sensation, sensation of pressure in ear, sore throat, sweating, amenorrhea, bloating, nausea, constipation, infection nos, muscle spasms, acne, mood altered and cholelithiasis. Concomitant products included ibuprofen, ketorolac tromethamine (toradol) and omeprazole. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced amnesia ("memory loss") and vision blurred ("blurred vision"). On (B)(6) 2015, the patient experienced cholecystitis (seriousness criterion medically significant) with biliary colic, 2 years 11 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, uterine perforation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), alopecia areata ("bald patches due to hair loss"), mood swings ("mood swings"), fatigue ("fatigue"), depression ("depression"), arthralgia ("severe and persistent joint pain mild joint pain/ongoing joint pain(the pain was so severe that she could barely walk in the mornings and would be forced to crawl) /wrists pain / ankles pain (the pain was so severe that she could barely walk in the m"), headache ("headaches / pounding in head"), joint swelling ("ankle swelling"), back pain ("back pain / (lower)/backaches"), tooth fracture ("broken teeth"), dyspareunia ("painful intercourse"), menorrhagia ("heavy menstrual cycles"), loss of libido ("loss of sex drives"), ovarian cyst ("many ovarian cysts"), allergy to metals ("allergic to nickel"), device allergy ("hypersensitivity reaction to essure") with skin discolouration, tooth disorder ("dental problems"), anxiety ("mental anguish"), adnexa uteri pain ("pain is coming from her ovaries"), migraine ("migraines") and pelvic discomfort ("discomfort") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2015 underwent cholecystectomy, underwent salpingectomy and hysterectomy and underwent salpingectomy and partial hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, cholecystitis, alopecia areata, amnesia, vision blurred, joint swelling, back pain, tooth fracture, dyspareunia, menorrhagia, ovarian cyst, allergy to metals, device allergy, tooth disorder, adnexa uteri pain, migraine and pelvic discomfort outcome was unknown, the alopecia, mood swings, fatigue, depression, weight increased and loss of libido had resolved, the arthralgia and headache was resolving and the anxiety had not resolved. The reporter considered adnexa uteri pain, allergy to metals, alopecia, alopecia areata, amnesia, anxiety, arthralgia, back pain, cholecystitis, depression, device allergy, dyspareunia, fallopian tube perforation, fatigue, headache, joint swelling, loss of libido, menorrhagia, migraine, mood swings, ovarian cyst, pelvic discomfort, tooth disorder, tooth fracture, uterine perforation, vision blurred and weight increased to be related to essure. The reporter commented: pfs -patient received treatment for essure coil perforation, inflammed gallbladder causing pain. Patient not sought treatment for memory loss, blurred vision, ankle swelling, back pain, ongoing joint pain, weight gain, hair loss, broken teeth, pelvic pain, painful intercourse, heavy menstrual cycles, loss of sex drive and many ovarian cysts. She was never formally diagnosed with rheumatoid arthritis, but she had joint pain that was ongoing. This joint pain was non-existent before her essure implantation. Current weight : 185 mr - right side trailing coils totaled 1. Left side -trailing coils totaled 2. Patient tolerated insertion the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. Pregnancy test urine - on an unknown date: results: negative. In (B)(6) 2015 : ultrasound : showed that the essure device perforated through fallopian tubes and through uterus. (B)(6) 2013 : essure confirmation, x-ray, hysterosalpingogram : both essure implants were seen and are in the correct locations. 30-jan-2013:sonohysterogram: bilateral essure microinserts are in place. The microinserts appear in satisfactory position in the fallopian tubes. No spillage of contrast into either adnexa. Normal ultrasound. Essure devices identified and appear properly positioned. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain,nausea,back pain,weight gain, fatigue,bloating, headaches, acne, moodiness, hair loss and change in libido,joint pain, menorrhagia. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2020: content from social media received. New event ' pelvic discomfort' was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure device perforated through fallopian tubes/ essure devices were located in the cornual area of the uterus and the isthmic portion of the fallopian tube'), uterine perforation ('essure device perforated through uterus') and cholecystitis ('inflamed gallbladder /gallbladder was painful and inflamed') in a 33-year-old female patient who had essure (batch no. 948836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control at time following her essure placement procedure". The patient's medical history included obesity, multigravida, parity 3 ((B)(6) 2002, (B)(6) 2010, (B)(6) 2011.), blood transfusion, amenorrhea and biliary colic. She has no allergies to local anesthetics and radiologic contrast media. Concurrent conditions included genital bleeding, cholelithiasis, cough, chest tightness, burning sensation, sensation of pressure in ear, sore throat, sweating, amenorrhea, bloating, nausea, constipation, infection nos, muscle spasms, acne, mood altered and cholelithiasis. Concomitant products included ibuprofen, ketorolac tromethamine (toradol) and omeprazole. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced amnesia ("memory loss") and vision blurred ("blurred vision"). On (B)(6) 2015, the patient experienced cholecystitis (seriousness criterion medically significant) with biliary colic, 2 years 11 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, uterine perforation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), alopecia areata ("bald patches due to hair loss"), mood swings ("mood swings"), fatigue ("fatigue"), depression ("depression"), painful joints ("severe and persistent joint pain mild joint pain/ongoing joint pain(the pain was so severe that she could barely walk in the mornings and would be forced to crawl) /wrists pain / ankles pain (the pain was so severe that she could barely walk in the m"), headache ("headaches / pounding in head"), joint swelling ("ankle swelling"), back pain ("back pain / (lower)/backaches"), tooth fracture ("broken teeth"), dyspareunia ("painful intercourse"), menorrhagia ("heavy menstrual cycles"), loss of libido ("loss of sex drives"), ovarian cyst ("many ovarian cysts"), allergy to metals ("allergic to nickel"), device allergy ("hypersensitivity reaction to essure") with skin discolouration, tooth disorder ("dental problems"), anxiety ("mental anguish"), adnexa uteri pain ("pain is coming from her ovaries"), migraine ("migraines"), pelvic discomfort ("discomfort"), premenstrual syndrome ("premenstrual syndrome"), abdominal distension ("bloated"), pain in hip ("hip pain"), anaemia ("anemia"), fibromyalgia ("fibromyalgia"), exostosis ("heel spur") and rheumatoid arthritis ("rheumatoid arthritis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2015 underwent cholecystectomy, underwent salpingectomy and hysterectomy and underwent salpingectomy and partial hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, cholecystitis, alopecia areata, amnesia, vision blurred, joint swelling, back pain, tooth fracture, dyspareunia, menorrhagia, ovarian cyst, allergy to metals, device allergy, tooth disorder, adnexa uteri pain, migraine, pelvic discomfort, premenstrual syndrome, abdominal distension, pain in hip, anaemia, fibromyalgia, exostosis and rheumatoid arthritis outcome was unknown, the alopecia, mood swings, fatigue, depression, weight increased and loss of libido had resolved, the painful joints and headache was resolving and the anxiety had not resolved. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, alopecia, alopecia areata, amnesia, anaemia, anxiety, back pain, cholecystitis, depression, device allergy, dyspareunia, exostosis, fallopian tube perforation, fatigue, fibromyalgia, headache, joint swelling, loss of libido, menorrhagia, migraine, mood swings, ovarian cyst, painful joints, pelvic discomfort, premenstrual syndrome, rheumatoid arthritis, tooth disorder, tooth fracture, uterine perforation, vision blurred, weight increased and pain in hip to be related to essure. The reporter commented: pfs -patient received treatment for essure coil perforation, inflamed gallbladder causing pain. Patient not sought treatment for memory loss, blurred vision, ankle swelling, back pain, ongoing joint pain, weight gain, hair loss, broken teeth, pelvic pain, painful intercourse, heavy menstrual cycles, loss of sex drive and many ovarian cysts. She was never formally diagnosed with rheumatoid arthritis, but she had joint pain that was ongoing. This joint pain was non-existent before her essure implantation. Current weight : 185. Mr - right side trailing coils totaled 1. Left side -trailing coils totaled 2. Patient tolerated insertion the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. Pregnancy test urine - on an unknown date: results: negative. In (B)(6) 2015 : ultrasound : showed that the essure device perforated through fallopian tubes and through uterus. (B)(6) 2013 : essure confirmation, x-ray, hysterosalpingogram : both essure implants were seen and are in the correct locations. (B)(6) 2013:sonohysterogram: bilateral essure microinserts are in place. The microinserts appear in satisfactory position in the fallopian tubes. No spillage of contrast into either adnexa. Normal ultrasound. Essure devices identified and appear properly positioned. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain,nausea,back pain,weight gain, fatigue,bloating, headaches, acne, moodiness, hair loss and change in libido,joint pain, menorrhagia. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: sm received : events added- bloated, hip pain, premenstrual syndrome reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure device perforated through fallopian tubes/ essure devices were located in the cornual area of the uterus and the isthmic portion of the fallopian tube'), uterine perforation ('essure device perforated through uterus') and cholecystitis ('inflammed gallbladder /gallbladder was painful and inflamed') in a 33-year-old female patient who had essure (batch no. 948836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control at time following her essure placement procedure". The patient's medical history included obesity, multigravida, parity 3 ((B)(6) 2002, (B)(6) 2010, (B)(6) 2011.), blood transfusion, amenorrhea and biliary colic. She has no allergies to local anesthetics and radiologic contrast media. Concurrent conditions included genital bleeding, cholelithiasis, cough, chest tightness, burning sensation, sensation of pressure in ear, sore throat, sweating, amenorrhea, bloating, nausea, constipation, infection nos, muscle spasms, acne, mood altered and cholelithiasis. Concomitant products included ibuprofen, ketorolac tromethamine (toradol) and omeprazole. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced amnesia ("memory loss") and vision blurred ("blurred vision"). On (B)(6) 2015, the patient experienced cholecystitis (seriousness criterion medically significant) with biliary colic, 2 years 11 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, uterine perforation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), alopecia areata ("bald patches due to hair loss"), mood swings ("mood swings"), fatigue ("fatigue"), depression ("depression"), painful joints ("severe and persistent joint pain mild joint pain/ongoing joint pain(the pain was so severe that she could barely walk in the mornings and would be forced to crawl) /wrists pain / ankles pain (the pain was so severe that she could barely walk in the m"), headache ("headaches / pounding in head"), joint swelling ("ankle swelling"), back pain ("back pain / (lower)/backaches"), tooth fracture ("broken teeth"), dyspareunia ("painful intercourse"), menorrhagia ("heavy menstrual cycles"), loss of libido ("loss of sex drives"), ovarian cyst ("many ovarian cysts"), allergy to metals ("allergic to nickel"), device allergy ("hypersensitivity reaction to essure") with skin discolouration, tooth disorder ("dental problems"), anxiety ("mental anguish"), adnexa uteri pain ("pain is coming from her ovaries"), migraine ("migraines"), pelvic discomfort ("discomfort"), premenstrual syndrome ("premenstrual syndrome"), abdominal distension ("bloated"), pain in hip ("hip pain"), anaemia ("anemia"), fibromyalgia ("fibromyalgia"), exostosis ("heel spur") and rheumatoid arthritis ("rheumatoid arthritis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2015 underwent cholecystectomy, underwent salpingectomy and hysterectomy and underwent salpingectomy and partial hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, cholecystitis, alopecia areata, amnesia, vision blurred, joint swelling, back pain, tooth fracture, dyspareunia, menorrhagia, ovarian cyst, allergy to metals, device allergy, tooth disorder, adnexa uteri pain, migraine, pelvic discomfort, premenstrual syndrome, abdominal distension, pain in hip, anaemia, fibromyalgia, exostosis and rheumatoid arthritis outcome was unknown, the alopecia, mood swings, fatigue, depression, weight increased and loss of libido had resolved, the painful joints and headache was resolving and the anxiety had not resolved. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, alopecia, alopecia areata, amnesia, anaemia, anxiety, back pain, cholecystitis, depression, device allergy, dyspareunia, exostosis, fallopian tube perforation, fatigue, fibromyalgia, headache, joint swelling, loss of libido, menorrhagia, migraine, mood swings, ovarian cyst, painful joints, pelvic discomfort, premenstrual syndrome, rheumatoid arthritis, tooth disorder, tooth fracture, uterine perforation, vision blurred, weight increased and pain in hip to be related to essure. The reporter commented: pfs -patient received treatment for essure coil perforation, inflammed gallbladder causing pain. Patient not sought treatment for memory loss, blurred vision, ankle swelling, back pain, ongoing joint pain, weight gain, hair loss, broken teeth, pelvic pain, painful intercourse, heavy menstrual cycles, loss of sex drive and many ovarian cysts. She was never formally diagnosed with rheumatoid arthritis, but she had joint pain that was ongoing. This joint pain was non-existent before her essure implantation. Current weight : 185 mr - right side trailing coils totaled 1. Left side -trailing coils totaled 2. Patient tolerated insertion the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. Pregnancy test urine - on an unknown date: results: negative. In (B)(6) 2015 : ultrasound : showed that the essure device perforated through fallopian tubes and through uterus. (B)(6) 2013 : essure confirmation, x-ray, hysterosalpingogram : both essure implants were seen and are in the correct locations. (B)(6) 2013:sonohysterogram: bilateral essure microinserts are in place. The microinserts appear in satisfactory position in the fallopian tubes. No spillage of contrast into either adnexa. Normal ultrasound. Essure devices identified and appear properly positioned concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain,nausea,back pain,weight gain, fatigue,bloating, headaches, acne, moodiness, hair loss and change in libido,joint pain, menorrhagia. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic discomfort lot number: 948836 manufacture date:2012-02 expiration date: 2015-02 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-apr-2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure device perforated through fallopian tubes/ essure devices were located in the cornual area of the uterus and the isthmic portion of the fallopian tube'), uterine perforation ('essure device perforated through uterus') and cholecystitis ('inflammed gallbladder /gallbladder was painful and inflamed') in a 33-year-old female patient who had essure (batch no. 948836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control at time following her essure placement procedure". The patient's medical history included obesity, multigravida, parity 3 ((B)(6) 2002, (B)(6) 2010, (B)(6) 2011.), blood transfusion, amenorrhea and biliary colic. She has no allergies to local anesthetics and radiologic contrast media. Concurrent conditions included genital bleeding, cholelithiasis, cough, chest tightness, burning sensation, sensation of pressure in ear, sore throat, sweating, amenorrhea, bloating, nausea, constipation, infection nos, muscle spasms, acne, mood altered and cholelithiasis. Concomitant products included ibuprofen, ketorolac tromethamine (toradol) and omeprazole. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced amnesia ("memory loss") and vision blurred ("blurred vision"). On (B)(6) 2015, the patient experienced cholecystitis (seriousness criterion medically significant) with biliary colic, 2 years 11 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, uterine perforation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), alopecia areata ("bald patches due to hair loss"), mood swings ("mood swings"), fatigue ("fatigue"), depression ("depression"), painful joints ("severe and persistent joint pain mild joint pain/ongoing joint pain(the pain was so severe that she could barely walk in the mornings and would be forced to crawl) /wrists pain / ankles pain (the pain was so severe that she could barely walk in the m"), headache ("headaches / pounding in head"), joint swelling ("ankle swelling"), back pain ("back pain / (lower)/backaches"), tooth fracture ("broken teeth"), dyspareunia ("painful intercourse"), menorrhagia ("heavy menstrual cycles"), loss of libido ("loss of sex drives"), ovarian cyst ("many ovarian cysts"), allergy to metals ("allergic to nickel"), device allergy ("hypersensitivity reaction to essure") with skin discolouration, tooth disorder ("dental problems"), anxiety ("mental anguish"), adnexa uteri pain ("pain is coming from her ovaries"), migraine ("migraines"), pelvic discomfort ("discomfort"), premenstrual syndrome ("premenstrual syndrome"), abdominal distension ("bloated"), pain in hip ("hip pain"), anaemia ("anemia"), fibromyalgia ("fibromyalgia"), exostosis ("heel spur") and rheumatoid arthritis ("rheumatoid arthritis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2015 underwent cholecystectomy, underwent salpingectomy and hysterectomy and underwent salpingectomy and partial hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, cholecystitis, alopecia areata, amnesia, vision blurred, joint swelling, back pain, tooth fracture, dyspareunia, menorrhagia, ovarian cyst, allergy to metals, device allergy, tooth disorder, adnexa uteri pain, migraine, pelvic discomfort, premenstrual syndrome, abdominal distension, pain in hip, anaemia, fibromyalgia, exostosis and rheumatoid arthritis outcome was unknown, the alopecia, mood swings, fatigue, depression, weight increased and loss of libido had resolved, the painful joints and headache was resolving and the anxiety had not resolved. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, alopecia, alopecia areata, amnesia, anaemia, anxiety, back pain, cholecystitis, depression, device allergy, dyspareunia, exostosis, fallopian tube perforation, fatigue, fibromyalgia, headache, joint swelling, loss of libido, menorrhagia, migraine, mood swings, ovarian cyst, painful joints, pelvic discomfort, premenstrual syndrome, rheumatoid arthritis, tooth disorder, tooth fracture, uterine perforation, vision blurred, weight increased and pain in hip to be related to essure. The reporter commented: pfs -patient received treatment for essure coil perforation, inflammed gallbladder causing pain.patient not sought treatment for memory loss, blurred vision, ankle swelling, back pain, ongoing joint pain, weight gain, hair loss, broken teeth, pelvic pain, painful intercourse, heavy menstrual cycles, loss of sex drive and many ovarian cysts.she was never formally diagnosed with rheumatoid arthritis, but she had joint pain that was ongoing. This joint pain was non-existent before her essure implantation.current weight : 185.mr - right side trailing coils totaled 1.left side -trailing coils totaled 2.patient tolerated insertion the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available):body mass index was 38.6 kg/sqm.pregnancy test urine - on an unknown date: results: negative. In (B)(6)-2015 : ultrasound : showed that the essure device perforated through fallopian tubes and through uterus.on (B)(6) 2013 : essure confirmation, x-ray, hysterosalpingogram : both essure implants were seen and are in the correct locations.on (B)(6) 2013:sonohysterogram: bilateral essure microinserts are in place. The microinserts appear in satisfactory position in the fallopian tubes. No spillage of contrast into either adnexa.normal ultrasound. Essure devices identified and appear properly positioned. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain,nausea,back pain,weight gain, fatigue,bloating, headaches, acne, moodiness, hair loss and change in libido,joint pain, menorrhagia.concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic discomfort.lot number: 948836, manufacture date: 2012-02, expiration date: 2015-02. Quality-safety evaluation of ptc:unable to confirm complaint.most recent follow-up information incorporated above includes:on 30-apr-2020: quality-safety evaluation of ptc.we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device perforated through fallopian tubes"), uterine perforation ("essure device perforated through uterus") and cholecystitis ("inflammed gallbladder") in a (B)(6) -year-old female patient who had essure (batch no. 948836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity, gravida ii, parity 3 ((B)(6) 2002, (B)(6) 2010, (B)(6) 2011.), blood transfusion and amenorrhea. She has no allergies to local anesthetics and radiologic contrast media. Concurrent conditions included genital bleeding. Concomitant products included ibuprofen and ketorolac tromethamine (toradol). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced amnesia ("memory loss") and vision blurred ("blurred vision"). On (B)(6) 2015, 2 years 11 months after insertion of essure, the patient experienced cholecystitis (seriousness criterion medically significant) with gallbladder pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, uterine perforation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), alopecia areata ("bald patches due to hair loss"), mood swings ("mood swings"), fatigue ("fatigue"), depression ("depression"), arthralgia ("severe and persistent joint pain mild joint pain/ongoing joint pain(the pain was so severe that she could barely walk in the mornings and would be forced to crawl) /wrists pain / ankles pain (the pain was so severe that she could barely walk in the m"), headache ("headaches / pounding in head"), joint swelling ("ankle swelling"), back pain ("back pain / (lower)/backaches"), weight increased ("weight gain"), tooth fracture ("broken teeth"), dyspareunia ("painful intercourse"), menorrhagia ("heavy menstrual cycles"), loss of libido ("loss of sex drives"), ovarian cyst ("many ovarian cysts"), allergy to metals ("allergic to nickel"), hypersensitivity ("hypersensitivity reaction to essure") with skin discolouration, tooth disorder ("dental problems"), anxiety ("mental anguish"), adnexa uteri pain ("pain is coming from her ovaries") and treatment noncompliance ("she did not use birth control at time following her essure placement procedure"). The patient was treated with surgery (underwent salpingectomy and hysterectomy) and surgery (on (B)(6) 2015 underwent cholecystectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, cholecystitis, alopecia areata, amnesia, vision blurred, joint swelling, back pain, tooth fracture, dyspareunia, menorrhagia, ovarian cyst, allergy to metals, hypersensitivity, tooth disorder, adnexa uteri pain and treatment noncompliance outcome was unknown, the alopecia, mood swings, fatigue, depression, weight increased and loss of libido had resolved, the arthralgia and headache was resolving and the anxiety had not resolved. The reporter considered adnexa uteri pain, allergy to metals, alopecia, alopecia areata, amnesia, anxiety, arthralgia, back pain, cholecystitis, depression, dyspareunia, fallopian tube perforation, fatigue, headache, hypersensitivity, joint swelling, loss of libido, menorrhagia, mood swings, ovarian cyst, tooth disorder, tooth fracture, treatment noncompliance, uterine perforation, vision blurred and weight increased to be related to essure. The reporter commented: pfs -patient received treatment for essure coil perforation, inflammed gallbladder causing pain. Patient not sought treatment for memory loss, blurred vision, ankle swelling, back pain, ongoing joint pain, weight gain, hair loss, broken teeth, pelvic pain, painful intercourse, heavy menstrual cycles, loss of sex drive and many ovarian cysts. She was never formally diagnosed with rheumatoid arthritis, but she had joint pain that was ongoing. This joint pain was non-existent before her essure implantation. Current weight : (B)(6). Mr - right side trailing coils totaled 1. Left side -trailing coils totaled 2. Patient tolerated insertion the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. Pregnancy test urine - on an unknown date: negative. In (B)(6) 2015 : ultrasound : showed that the essure device perforated through fallopian tubes and through uterus. (B)(6) 2013 : essure confirmation, x-ray, hysterosalpingogram : both essure implants were seen and are in the correct locations. Most recent follow-up information incorporated above includes: on (B)(6) 2017: all events, historical condition, concomittant condition, lab data, reporter, lot number added from pfs and medical record. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.